Event description:
Customer reported her adc blood glucose meter "stopped working" at (B)(6) and noted it would not turn on when the button was pressed or with test strip insertion. Customer further reported that due to this she could not test and on some unspecified day during the last week in (B)(6) she experienced "blurred vision", "vomited" and subsequently lost consciousness. Customer self-treated by "putting water on (her)". Paramedics were called and upon arrival received a reading of 66 mg/dl and checked her blood pressure, which was "low". No third-party emergent treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4). All pertinent information available to abbott diabetes care has been submitted. The actual date when the medical event occurred is unknown. It should be noted the test strips the customer was using expired in october, 2010.